Event description:
Hcp reported patient came to hospital in obtunded state and is responding to narcan - possible morphine sulfate overdose. Hcp requesting information to stop pump. Follow up with hcp providing follow up care - records indicate patient suffered "probable overdose." The pump was shut off and refill is planned. There is no indication in the record that the device system malfunctioned or that troubleshooting of the system was performed. Patient's symptoms resolved and discharged.